Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
(B)(4) the patient implanted on (B)(6) 2022. Reportedly, the patient past away (95years old) on (B)(6) 2022 from non-known causes. It was also mentioned that the patient was non-dependent.